Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this product was surgically abandoned for an unspecified reason. No additional adverse patient effects were reported.